Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that her onetouch verio2 meter displayed an apply sample message. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the problem with the meter started at 10pm on (B)(6) 2016, when she attempted to test her blood glucose level and obtained the alleged message. The patient manages her diabetes with insulin (self-adjuster). She administers 25 units of lantus at night and adjusts her insulin during the day. She reported that after the start of the alleged issue, she administered her usual dose of 25 units of lantus at midnight on (B)(6) 2016. She reported that eight and a half hours after the start of the alleged issue, she experienced symptoms of ¿thirst¿. She denied receiving any treatment for her symptoms.